Manufacturer narrative:
(B)(4).

Event description:
The patient, via a manufacturer representative, reported she had a loss of efficacy with her first lead. Multiple reprogramming sessions were performed. The lead was replaced and the event resolved. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine the cause of the lead issue and what troubleshooting was performed. If additional information is received, a follow-up report will be sent.